Manufacturer narrative:
Investigation results: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter on the IV cannula with the incident lot was observed. Evaluation of the customer samples was performed and a shard of plastic from the IV shield was observed on the IV cannula. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for foreign matter on the IV cannula with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on a bd¿ vacutainer¿ multi-sample needle. The product was not used and there was no report of injury or medical interventions.